Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to an increased blood glucose (bg) level. Bg value was not provided. Reportedly, an altitude alarm occurred. Additionally, it was noted that the pump settings were incorrect, however, the cause for how pump settings became incorrect was not provided. Additional information was not provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.